Manufacturer narrative:
Analysis of the suspect interface (umbilical) cable was completed by medtronic personnel. Testing found that two opens occurred on the cable. It was reported that the gbit, continuity and visual inspections passed.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative stated that the ethernet connection between viewing station and the image acquisition system (ias) was less than desirable. An interface cable was replaced. A system checkout was performed after replacing the cable. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, a communication error between mobile view station (mvs) and image acquisition system (ias). There was no patient present at the time of the issue.